Event description:
Information received from a patient via our another country affiliate. The patient reportedly is a long term contact lens wearer. The patient was sent some 1 day acuvue for astigmatism lenses to try by an optician. On the second day of wear in 2006, the patient removed the lenses around 10 o'clock pm. The patient awoke around 2 o'clock am with a painful right eye. The patient reported going to the hospital with mild to moderate pain and was diagnosed with corneal abrasion and was given antibiotic cream. The patient discontinued lens and reported continued pain. On sunday evening, four days later, the pain increased dramatically and the next morning, the patient went back to the hospital and was referred to another country hospital and was diagnosed with a corneal ulcer and was instructed to use antibiotic drops every hour. The ulcer was reported as a corneal infection and the ulcer was not within the pupil. The patient reported that over subsequent visits the frequency of ocular antibiotic drop doses were reduced; and as of last week, the patient's ophthalmologist stopped the treatment and released the patient to return to lens wear this week. No further information is available at this time.

Manufacturer narrative:
Device labeling single use or reuse.